Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A health care professional reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced intraocular pressure is still high. Cause of event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5 - additional information provided "the doctor believes that the intraocular pressure is still high and is under continuous observation". H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).